Event description:
The user reported a decreased hearing perception and perceived noise instead of sound when wearing the audio-processor. The user suffered from headache after a while. The user also heard some noises even without the audio processor. Reportedly, symptoms initially appeared at around the beginning of (B)(6) 2020. The user stopped wearing the audio processor because the noise was too disturbing. The user has been re-implanted on (B)(6)2021.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator's electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity can impinge on the electronics and cause damage, eventually leading to failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found.this is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a decreased hearing perception and perceives a noise instead of sound when he is wearing the audio-processor. Furthermore, the user suffers from headache after a while. Reportedly, symptoms initially appeared two weeks ago.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, one channel was disabled due to no auditory percept. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reports a decreased hearing perception and perceives a noise instead of sound when he is wearing the audio-processor. The user suffers from headache after a while. Reportedly, symptoms initially appeared at around the beginning on (B)(6) 2020. The user stopped wearing the audio processor because the noise was too disturbing.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition one channel was disabled due to no auditory percept. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reports a decreased hearing perception and perceives a noise instead of sound when he is wearing the audio-processor. The user suffers from headache after a while. Reportedly, symptoms initially appeared at around the beginning of may 2020. The user stopped wearing the audio processor because the noise was too disturbing.the user has been re-implanted.